Manufacturer narrative:
The device has not been returned to csi for analysis yet. A supplemental report will be submitted for failure analysis. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in a stent and had to be surgically intervened upon. The target lesion was located in the distal right coronary artery (rca). The physician used a 7fr jr guide catheter and a runthrough guide wire to access the lesion. The patient had a stent that had been previously placed in the proximal rca. The physician was unable to pass a guideliner through the location of the stent and proceeded to exchange the runthrough wire for a csi viperwire guide wire. The oad was loaded onto the guide wire and advanced through the stent, at which point the device could not be advanced any further. The oad was turned on and spun distally to a location just proximal to the lesion. The physician performed three runs at low speed, but during the next run at low speed, the device stopped spinning. The device was attempted to be removed from the patient, but got stuck when attempting to pull through the previously placed stent. The device was unable to be removed and the patient was transferred to the operating room for coronary artery bypass graft (CABG). The driveshaft was cut and a portion of the device was left in the patient, but that vessel was bypassed. Requests for additional information have been made, but none has yet been received.